Manufacturer narrative:
Reliability analysis inspected 3 opened and used sensors and performed visual inspection and found 1 of 3 sensors with cannula broken, missing broken part. It was unable to confirm if customer received the sensor in said condition due to customer returned opened and used the sensor. 2 remaining opened and used enlite sensors and performed bicarbonate buffer test. 1 of 2 sensors failed for no isig reading. Checked lab transmitter for proper use and operation using tool and transmitter passed. 2nd sensor failed for low readings.

Event description:
The customer reported via phone call that the sensor was not working. The customer's blood glucose was 161 mg/dl at the time of incident. The customer stated that they received sensor error alarm. The customer stated that they already did troubleshooting. The sensor will be returned for analysis.